Event description:
On (B)(6) 2012, a 29mm epic valve was implanted. In (B)(6) 2018, signs of heart failure were observed and tee revealed mitral insufficiency with two jets. No infectious events were observer prior to this event. On (B)(6) 2018, the 6-year-old 29mm epic valve was removed and a 33mm epic valve was implanted. At explant, two cusps of the 29mm epic valve were observed disconnected.

Manufacturer narrative:
An event of tearing of the cusp was confirmed. Events of ¿mitral insufficiency with two jets¿ were also reported. Gross morphological and histopathological examination revealed tears on cusps 2 and 3 on the returned 29mm epic valve. No acute inflammation or significant calcifications were reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leaflet tears remains unknown. Information from the field indicated that the returned 29mm epic valve was replaced with a 33mm epic valve.